Event description:
Patient referred to billings clinic for device and lead extraction due to premature battery drain. Procedure was performed, entire system extracted, patient opted for no re-implant.